Event description:
It is reported that the surgeon was impacting the ceramic liner into a trilogy shell in the usual prescribed manner. Upon impaction, the device cracked downwards along the midline.

Manufacturer narrative:
This report will be amended when our investigation is complete.